Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17941. Related manufacturer reference number: 2017865-2021-17945. Related manufacturer reference number: 2017865-2021-17948. It was reported that the patient presented for in-clinic follow up with an open incision and the implantable cardioverter defibrillator protruding from the device pocket. Infection was confirmed via culture. The device, right atrial, right ventricular, and left ventricular leads were explanted and replaced. The patient was in stable condition.